Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso eco nav catheter, carto 3 mapping system, carto-univu system, quadripolar diagnostic catheter, decapolar webster cs uni-directional catheter. Other company¿s devices were used during this study: steerable intra-cardiac sheath (agilis nxt, st. Jude medical). (B)(4). The devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients developed pseudoaneurysms in the carto-3 group after radiofrequency ablation. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, thess events are unrelated to the device and most likely related to the procedure. Title: "fluoroscopy integrated 3dmapping significantly reduces radiation exposure during ablation for a wide spectrum of cardiac arrhythmias." The purpose of this study was to investigate whether electroanatomic catheter tracking in prerecorded x-ray images on top of an existing 3d-mapping system has any impact on radiation exposure. The study was conducted between february and december 2013 other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient pericardial effusion in carto-3 group; 3 patients pseudoaneurysms in carto-univu group; bwi opens this complaint under thermocool sf ablation catheter, however catalog and lot number are unknown. Sheaths (agilis nxt, st jude medical) were also used and considered suspected devices for pseudoaneurysm injuries. Should more information be received, product for this adverse event will be reported in the supplemental.